Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. It was reported that the patient¿s anatomy was slightly tortuous and calcified. During the procedure, while advancing a smart coil approximately 15 centimeters into the microcatheter, the physician encountered resistance. It was noted that several attempts were made to advance the smart coil further, but resistance was encountered at the same location; therefore, it was removed. The procedure was completed using nine non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.